Event description:
It was reported that the patient presented in clinic for initial system implant on (B)(6) 2025. During procedure, a transesophageal echocardiogram was used to find that the patient's right ventricular (rv) lead caused cardiac perforations causing the patient to have a cardiac tamponade and low blood pressure. Pericardiocentesis was performed to resolve the cardiac tamponade. The rv lead was not implanted and was not replaced. The patient was eventually stable.